Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had separation failure. The physician made several attempts to implant the lv lead using multiple stylets but was unsuccessful. The lv lead was removed and replaced. No patient condition was reported.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.